Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the hospital on (B)(6) 2021 with their atrial lead exhibiting an impedance increase of more than double the original value. The impedance was still within the optimal impedance range, with no capture or sensing threshold issues noted. The patient was stable throughout.